Event description:
Complainant alleged that the medics were treating a pt who was found in cardiac arrest. The pt was paced, using stat pads multi-function electrodes (lot number unknown) with the device. The medics then moved the pt to the ambulance, but at this point the device displayed an "elect pads off" message and it would neither monitor the pt's heart rhythm or pace or defibrillate the pt. The medics then checked and rechecked all connections, but the device continued to display the same message. The medics then obtained the device paddles to treat the pt. The pt subsequently expired, but the complaint indicated that the pt outcome was not as a result of the reported malfunction. The complainant reported that the electrodes used in the event would not be returned to zoll for evaluation, as the facility had attributed the cause of the event to user error, because the medics had applied the pads to a pt with exceptionally dirty skin. This condition resulted in the pad no longer sticking to the pt, after it had become loose when the pt was moved. The used electrodes are being retained at the facility to be used for training purposes. The medics have been instructed to clean an exceptionally dirty pt with a non-alcohol based sterile cleaner prior to pad application. The electrode package insert warns the user that during skin preparation: "ensure that the skin is clean and dry. Remove any debris, ointments, etc. With water (and a mild soap if needed) wipe off any excess mosture/diaphoresis with a dry cloth." The pd1200 operator's manual warns the user: "do not use the zoll pd in the presence of the flammable agents...".